Event description:
It was reported that a vns patient passed away due to sudep. The relationship of the death to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that no autopsy was performed and that the vns system was not explanted after the patient's death.

Event description:
The death follow-up form was received from the physician. It was noted that the patient experienced a reduction in seizures with vns therapy. It was noted that the cause of death was believed to be sudep and that ther vns was not related to the cause of death.